Manufacturer narrative:
(B)(4).

Event description:
The transmitter was returned for evaluation. The device was visually inspected and no defect was found. Pairing testing was performed and the test passed, however, functional testing was performed and the test failed. The reported event of transmitter failed error was confirmed. The root cause was determined to be a defective transmitter.

Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on 09/08/2016 that on (B)(6) 2016, the receiver displayed an error message for transmitter failure. No additional patient or event information is available.